Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 9 months due to stenosis. The procedure was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: corrected sections: b5, h6 (component code, clinical code, device code, instigation findings, investigation concision). Updated sections: h6 (type of investigation). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The root cause of this event was determined to be most likely due to patient related factors chronic kidney disease (ckd), hyperlipidemia (hld), and diabetes mellitus (dm). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years, nine (9) months due to severe stenosis and severe restricted leaflet motion with 2/3 leaflets stuck in closed position. Leaflets were also noted to be severely thickened. Patient presented with heart failure, sob, orthopnea, leg edema and weight gain. The procedure was performed with a 29mm 9755rsl transcatheter valve. Patient tolerated procedure without any complications and was discharged on pod#8. This is 70-year-old female patient.